Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-28192. Related manufacturer reference number: 2017865-2021-28193. It was reported that the patient's pacemaker and atrial lead were oversensing noise that caused inappropriate mode switches. It was unclear if this was due to a device or lead abnormality. The patient was stable and would be seen in clinic.